Event description:
Patient notified staff of blister on lateral flank side size of bovie pad placement. Unknown to operating room staff as documented as clean and dry site after procedure. Wife noticed 3 days later; 2nd degree burn. No obvious wet surroundings at surgery site. Manufacturer response for bovie pad grounding, (brand not provided) (per site reporter): will investigate.